Event description:
A healthcare provider and the patient reported that the patient wanted their device removed. The patient could not lay on their back and when they would mow the lawn and go over a bump their device ¿goes crazy.¿ when it would go crazy they would ¿have no feet¿ and there were a lot of problems with the device. They had their device reprogrammed but that didn¿t work. The patient noted that it was hard to tell if the system ever worked since it was vibrating. However, it was then noted that it seemed to work for a little while since they hadn¿t felt that vibrating before. The patient wanted to get an MRI done. They were implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.